Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, calcification white in the surface of the shell, biological tissue white and crease fold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening sharp in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior side assessed as to an unidentified (tear) opening.

Event description:
Healthcare professional additionally reported "very calcified."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern with product and deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.